Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm and the customer was not able to rewind the insulin pump. The customer¿s blood glucose level was 300 mg/dl. The customer reported that the drive support cap was appeared to be normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.